Manufacturer narrative:
Further information was requested but insufficient information provided regarding the event. At this time we are unable to confirm if the device caused or contributed to a serious injury. If further information becomes available a follow up report will be submitted.

Event description:
It was reported that on the second or third day the wound had opened. No further information was provided.